Event description:
It was reported that: the doctor dislocated the trial hip and the trial head was lost inside the pelvis of the pt. A 36mm, 7.5mm trial head. Additional info received indicated that the trial head was later removed from the pt.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a supplemental report.